Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her incomplete treatment. She reported the treatment was taking longer than usual and she stopped treatment before completing. When she removed the cassette she discovered a fluid leak. She was advised to contact her pd nurse. The set was not made available for evaluation. During follow up the patient reported her effluent remained clear. She had no complications and had no medical intervention for the event.